Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing lead impedance. Sensing and capture were acceptable. Patient was asymptomatic. Lead was capped and replaced on (B)(6) 2018. Patient was stable before, during and after the procedure.